Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own when the issue occurred, which allowed them to continue receiving insulin and resume the sensor session. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.